Event description:
It was reported that the patient received inappropriate therapy and presented to the emergency room. The patient was in an episode of supra ventricular tachycardia (svt) and the implantable cardioverter defibrillator (ICD) initially withheld due to the discriminator, but then delivered a shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.